Manufacturer narrative:
Concomitant medical products: product type: lead; product ID 977a260, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4). (B)(4).

Event description:
The patient reported that few months after implant, the patient received an eos message and his ins died. No trauma or falls were reported. The patient was dissatisfied with the ins longevity. The ins was explanted and replaced.